Event description:
The bact/alert pf bottle is a microbial growth monitor. The inoculated bottle for a pediatric patient was flagged positive. Both the gram and subculture were also positive. However, a second blood culture was done on the patient and it was negative. The pediatric pt was given treatment based on the original positive result. The treatment given is unknown. The pt was not injured or hurt by the treatment.

Manufacturer narrative:
The customer was concerned that the bottle was contaminated with bacillus because bacillus grew when the inoculated bottle was subcultured. Eight bottles from biomerieux's in hourse retains of the same lot were visually inspected for econtamination. Also the retain bottles were subcultured to check for any growth. No contamination or growth was found. Biomerieux customer service reiterated to the customer the importance of wiping the bottle stoppers with sterile alcohol pads as described in the package insert because the possible contamination seems to be customer induced.